Manufacturer narrative:
(B)(4). A cut peg-tube return sample was received at abbvie for examination. The peg-tube was visually inspected and no non-conformances or deviations were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event is expected to be returned. A follow up medwatch will be submitted upon completion of the investigation. Stoma site infection is a known complication of peg tube placement.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient experienced inflammation of the stoma. The patient was treated with antibiotics ceftriaxon for 5 days. On (B)(6) 2017, it was reported that food residues and gastric fluids wer coming out of the stoma since morning. The peg j system will be removed for about 7-10 days and will be replaced with a new peg j system.